Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of an evoque in tricuspid position where about 25 months after index procedure, the patient arrived debilitated with hypoxia 02 sats 60% on 4.5l oxygen, found to be grossly overloaded. Tte performed on (B)(6) 2024 showed moderate to severe perivalvular regurgitation plus moderate mitral regurgitation with ef of 45-50%. IV diuretics led to next loss 32lb (19lb initial, 6 kg residual). Patient was rehabilitated with ot/pt and was discharged on (B)(6) 2024.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint about valve migrations from the deployment position was confirmed with objective evidence through the images provided. The assessment suggests there were challenges related to visual imaging, potentially leading to high deployment at the anterior aspect and failure to capture the anterior leaflet. Consequently, device migration was observed at six-month follow-up images, with a more than 10mm displacement compared to the intraoperative images, most likely causing the paravalvular leak. There is no evidence of device malfunction. The available information suggests that handling the device and/or imaging may have contributed to the reported event.